Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she needs help with carelink as she hasn't used it since 2015. Customer is using a windows and is saying settings not compatible. Customer stated that the pump was 200mg/dl but she was really 400mg/dl. Customer mentioned that she had a bent cannula at 90 degrees. Customer stated she knows exactly what happened as to why she was high because of the bent cannula. Customer stated that she probably hit something during insertion. Customer did not need high blood glucose troubleshoot. The insulin pump will not be returned for analysis.